Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder (lot 6801896) was selected for implant. The aso was attempted to deploy in the atrial septal defect (asd), but the aso deformed into a cobra-head shape despite several attempts of re-deployment. The aso was removed from the patient and reshaped, and then the aso was retracted into the loader and pushed out of the loader, but the aso remained deformed. The aso was replaced with another 24mm aso; however, it moved out of place during the tug test and was deemed too small. The second aso was replaced with a larger 26mm aso, and it was deployed in the asd. The procedure was completed successfully.